Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device generated the error code: a008 device failure during use. There was no injury to the patient.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected carina has been provided for investigation at the draeger medical repair center in telford. Analysis of the log entries confirmed that the device detected an unacceptable deviation between measured motor blower rotation speed and the set value on (B)(4) 2018 at 1:07 pm. Based on the log entries the pcb elco was determined to be the root cause. The pcb elco is used to ensure sufficient voltage supply to the motor blower as the rotation speed of the motor blower turbine changes synchronously to the breathing cycles. After replacement of the pcb a multiple-day test with the device showed no further errors. The device reacted as specified to the deviation by generating the visual and audible technical alarm "blower defect" and opening the emergency breathing valve to allow for spontaneous breathing of the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.